Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effects could not be determined. However, patient effects of cerebrovascular accident (stroke), cardiac tamponade, renal failure, hemorrhage, cardiac arrest, cardiogenic shock are listed in the instruction for use (IFU) as known possible complication associated with mitraclip procedures. Additional therapies / non-surgical treatments were a result of case-specific circumstances related to blood transfusion for hemorrhage and pacemaker insertion. Hospitalization and surgical procedures are also case specific circumstances related to mitral valve replacement and prolonged hospitalization. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates of events and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, the patients experienced acute stroke, cardiac tamponade, acute kidney injury [failure], post procedure bleeding [hemorrhage], blood transfusion, permanent pacemaker insertion, ventricular arrhythmia, cardiac arrest, cardiogenic shock, myocardial infarction, mitral valve replacement and prolonged hospitalization. It was reported through a research article identifying the mitraclip device which maybe related to acute stroke, cardiac tamponade, acute kidney injury [failure], post procedure bleeding [hemorrhage], blood transfusion, permanent pacemaker insertion, ventricular arrhythmia, cardiac arrest, cardiogenic shock, myocardial infarction, mitral valve replacement and prolonged hospitalization. Details are listed in the article titled, "temporal trends and outcomes of transcatheter mitral valve repair among nonagenarians". No additional information was provided.